Manufacturer narrative:
Qn# (B)(4). The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first staple loaded in the device was partially formed with an unformed staple jammed under it. Upon full engagement of the trigger, the partially formed staple fully formed and a second unformed staple loaded under the first one. Both staples had to be manually removed. The second fire attempt resulted in the staple fully forming and released correctly. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining 19 staples were successfully inserted into a simulated skin pad with proper forming and release. An investigation was initiated to further investigate the issue. The investigation is still on-going.the sample was disassembled. Die casting anomalies were observed on the forming tool. An investigation within teleflex was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " hcp failed to fire the skin stapler during use on patient". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " hcp failed to fire the skin stapler during use on patient". The patient's current condition is reported as "fine".